Event description:
Arjohuntleigh received a complaint where it was indicated that during the transfer the patient jerked and then fell out of sling and hit his head on the floor. The patient involved in the incident was a male and sustained injuries to the head (subdural hematoma) as a consequence of the event. The patient was hospitalized. Reference MFR report 9611530-2014-00026.